Event description:
During angioplasty of anm fistula balloon burst with inflation. Md removed catheter and sheath as a unit, and balloon was noted to have broken off from catheter. It was left in the pt. Unable to retrieve. Mercy healthcare ventura county submits the following reports to the FDA pursuant to the provision of the safe medical device act of 1990. These reports are based on info received by mercy healthcare venturea county which mercy healthcare ventura county may not have an opportunity to investigate or verify prior to the required reporting date. These reports shall not be constructed as an admission by mercy healthcare ventura county that the product(s) described herein are or were defective or dangerous products in any respect, or that any cause or relationship exist between these products and any actural or potential injury. In addition, the submission of this report shall not be constructed as an admission that a reportable event has in fact occurred.